Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device presented a technical structural problem (defective forceps end, damaging the tissues during the procedure, preventing continued use, and requiring replacement). On the photos provided, it can be seen that the tip of the device was broken at the beginning of the procedure, making it impossible to use during the entire surgery. The part of the device didn't break; the joint opening the tip of the scissors was already anatomically out, which was causing unwanted tissue rupture. No dissector came into contact with any metallic instrument, no piece fell into the patient's cavity, no x-ray was performed, and no additional medical procedure was needed to remove the piece from the patient. There was no red light observed when the event occurred, and no waveguide broke off during the cleaning process.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the device jaws are shown. The jaw appears to be damaged. Functional testing found that without receiving the device, a detail investigation could not be performed for the reported complaint. It was reported that there was adverse event and the device broke during application. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.